Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 22-jan-2018 with the following findings: during investigation, the battery compartment was cracked between the bumper pad and the cover. Initial reporter: animas corporation. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked. This report is made based on results of investigation completed on 22-jan-2018.